Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due high blood glucose on (B)(6) 2019 with blood glucose of 30 mmol/l. The customer experienced some symptoms as a result of high blood glucose such as nausea, vomiting, dizzy and sweaty. Customer attempted to use insulin pump for treatment of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip at the hospital. The customer was treated by bolus. Customer reported that they have contacted their health care professional regarding high blood glucose. Customer ran the self test on insulin pump and there were no errors that occurred in the insulin pump. Customer declined to check for possible site or insulin issues. The insulin pump will not be returned for analysis.